Manufacturer narrative:
No visual or tactile evidence to support that the chair causes sores.

Event description:
Consumer's son alleges that the lift chair seat caused sores on his mom.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's son alleges that the lift chair seat caused sores on his mom.